Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca during the index procedure. At 3 month follow up, patient's worst angina status was reported as I per the (B)(4) cardiovascular society of angina. At 6 month follow up, patient's worst angina status was reported as iii per (B)(4) criteria. It is reported that the patient suffered a myocardial infraction (mi) approximately 7 months post index procedure. Investigator has indicated that the event was not related to the study device. At 9 month follow-up, patient's worst angina status was reported as I per (B)(4) criteria.

Manufacturer narrative:
Results: inherent risk of procedure (mi). (B)(4).